Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. During inspection, it was noted due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on forceps elevator lever, the up/down knob could not be locked securely. The adhesive on the bending section cover had a scratch. The air/water cylinder was deformed. The s-cylinder, sc-case unit, and distal end were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii colonovideoscope. On (B)(6), 2021, the scope tested positive for less than ten (10) colony forming units (cfus) of pseudomonas aeruginosa. On (B)(6), 2022, the scope tested positive for less than ten (10) cfus of klebsiella pneumoniae and pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This was not a fault with the equipment and did not indicate the need for any repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, no abnormality or leakage from the channels was found during inspection, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.